Manufacturer narrative:
Section d9: a segment of the percutaneous lead (driveline) was returned only. Manufacturer's investigation conclusion: the reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the returned portion of the driveline. A distal end driveline replacement was performed by a tech services representative on 30mar2021. Approximately 15.5¿ of the external portion/distal end of the driveline was returned. Rescue tape was applied from 3" from metal connector. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Rescue tape was observed approximately 3¿ from the metal connector, and a tear in the jacket was observed underneath the tape. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed 2.5¿ and 7¿ from the connector. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 31may2013. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook is currently available. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an area of white silicone covering the driveline that separated. The patient reported that they could push together the 2 pieces and apply rescue tape but the area eventually became separated again. No alarms were noted and no issues were seen with the wires. The patient underwent acosmetic driveline repair on (B)(6) 2021. Half of the driveline was replaced per the patient's request with no issues.